Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated. Further information requested (weight )but not available.

Event description:
It was reported patient had infection at the ipg site. Patient was treated with oral antibiotics initially . Further, surgical intervention took place where the entire system was explanted.